Event description:
It was reported that there was difficulty passing the emboshield nav6 recovery catheter, but eventually crossed the xact stent after the shuttle sheath was advanced proximal to the stent. The emboshield nav6 was removed from the patient. There were no adverse patient effects. Nine days post procedure, the patient had a stroke with garbled speech, right sided facial droop, and right sided weakness. The patient was found to have 100% occlusion in the left internal carotid artery and the left external carotid artery. These occlusions were reported to have been thrombosis in the left carotid system. The patient was re-admitted. Besides therapy and diagnostic testing, there was no reported medical intervention. The patient's condition has not changed. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident (stroke), thrombosis and weakness are listed in the product instruction for use as known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The emboshield nav6 is being filed under a separate medwatch report number.